Event description:
It was reported that the left ventricular (lv) lead had high output. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk, implantable cardioverter defibrillator, (B)(6) 2010; 694765, implantable tachy lead, (B)(6) 2010; 5076-52, implantable pacing lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)

Event description:
The lv lead was later explanted and replaced due to continued high thresholds.